Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-put due to normal battery depletion, externalized conductors were observed via x-ray. No electrical anomalies were detected. The lead was connected to a new device. The patient condition was good before, during, and after the procedure.